Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient need lead extraction due to possible infection at incision site. Additional information was sent to the field representative but information provided is not pertinent. There were no additional adverse patient effects reported. The rv lead remains in service.